Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, it was noted that the right atrial lead exhibited some noise. After running tests, the physician opted to leave the lead as is. The patient was in stable condition before, during, and after the procedure.